Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results not verified. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Blood test performed during call 10-15 minutes after meal ((B)(6) 2015; 2:29 pm) with result of "hi." Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 05/25/2016 and open vial date is less than 120 days. Recall test results performed from meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). The investigation and product evaluation is complete. The lcd screen is cracked and unreadable. The most likely underlying root cause of this malfunction: the meter could not be downloaded due to a cracked screen and user error.

Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results not verified. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Blood test performed during call 10-15 minutes after meal ((B)(6) 2015; 2:29pm) with result of "hi". Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 05/25/2016 and open vial date is less than 120 days. Recall test results performed from meter memory: (B)(6) 2015; 11:37am - 350 mg/dl. (B)(6) 2015; 10:36am - 353 m/dl. (B)(6) 2015; 3:27pm - "hi" (after meal). (B)(6) 2015; 6:55am - "hi" (after meal). (B)(6) 2015; 9:39pm = 216 mg/dl. No adverse event reported.